Manufacturer narrative:
The helmet will not be returned for analysis; it is not possible to perform a device evaluation without return of the helmet. Device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the doctor fainted while wearing a t5 surgical helmet. It was reported that leading up to the procedure, the doctor had been ill from a stomach ailment and was feeling nauseated before entering the procedure. The doctor did not seek medical intervention. No malfunction of the device and no adverse consequences to the patient were reported. The procedure was rescheduled.